Manufacturer narrative:
Investigation summary no product was returned. Purge pressure high: clinical details note that a 5.5 was placed utilizing a double barrel technique. As leaving the or, purge pressure high alarm presented. No kinks in the line noted. Purge cassette replaced and csc notified. No alarm post purge change. Purge pressure remained high and flows low. Md wanted to utilize tpa protocol, which was initiated by care team. Data log review showed purge pressure around 600 mmhg after priming. Pp then slightly decreased after the pump was started but then increased to ~900 mmhg in approximately 4 minutes after pump startup. An hour later, there was a small mc spike and upward shift in mc and pump flow. At this time, purge pressure increased above 1000 mmhg. The purge cassette was replaced, which did not resolve the hpp. A bag change followed a couple hours later and the pp decreased from there. The cause of the high purge pressure was biomaterial as there were clear changes in mc and pump flow at the time of the issue but the type of biomaterial is unknown since the log characteristics are inconclusive. Device history lot device lot: 1964705. Device history batch subcomponent lot: n/a. Device history review the pump sn (B)(6) passed all post-sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿

Event description:
The complainant reported a patient was implanted with an impella 5.5 for mechanical circulatory support. The patient got an impella 5.5 as escalation. The impella 5.5 was placed utilizing a double barrel technique. The impella 5.5 flows increased and impella cp flows decreased. The impella cp was explanted. While leaving the operating room, purge pressure high alarm was presented. No kinks in the line were noted. The purge cassette was replaced. No alarm post purge change was noted. No motor current spikes were reported. Purge pressure remained high and flows were low. The decision was made to monitor at this time. The medical doctor wanted to utilize tissue plasminogen activator protocol, and was initiated by the care team. Discussion of alarms and close monitoring were performed with multiple care teams. This is one of two related reports. This report represents the pump and another report was submitted to represent the purge cassette. Refer to section h10 for the related report number.